Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed the patient was on automated peritoneal dialysis and continuous ambulatory peritoneal dialysis prior to death and it was reported that pd therapy was ongoing up until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.